Event description:
It was reported that during surgery, there was an air leak in the hose. The leak was noted at the side where the air hose connects to the surgical tool air hose. It was unknown if there was patient harm or surgical delay. Due diligence is complete, there is no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.